Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. In section d provided the full UDI number. Other remarks: n/a; corrected data: n/a.

Event description:
On 08-jul-2024, palette life sciences received notification of the following event from the [distributor], who received it from a [hospital] in spain "during the injection, the wings of the syringe have broken." Additional information was received on 08-jul-2024 from the reporter "the [physician] hurt the finger but didn't need any surgical I ntervention."

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
On 08-jul-2024, palette life sciences received notification of the following event from the [distributor], who received it from a [hospital] in spain "during the injection, the wings of the syringe have broken." Additional information was received on 08-jul-2024 from the reporter "the [physician] hurt the finger but didn't need any surgical intervention."